Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 683 mg/dl. The patient contacted the healthcare provider for high blood glucose. The customer states that they have back up plan. The customer was admitted to (B)(6) on (B)(6) 2015. The customer was treated with IV drip, then insulin drip for 24 hours. The cause of emergency room visit as per healthcare provide was diabetic ketoacidosis. The patient report also that she had motor error alarm during bolus. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider per instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.